Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a percutaneous nephrolithotomy (pnl) using a perc ncircle nitinol tipless stone extractor, when the physician opened the package and tested the device's operation, he found one of the four basket wires to be bent causing the basket to be deformed and not in a regular circle. This device was not used. A second device was used to complete the procedure without problems. There were no adverse effects to the patient reported as a result of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it is reported during a percutaneous nephrolithotomy (pnl) using a perc ncircle nitinol tipless stone extractor, when the physician opened the package and tested the device's operation, he found one of the four basket wires to be bent causing the basket to be deformed and not in a regular circle. This device was not used. A second device was used to complete the procedure without problems. There were no adverse effects to the patient reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. A physical examination thus could not be performed. A document-based investigation evaluation was conducted. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, ¿enclose device in sheath before removing from tray/holder, ¿ and, ¿excessive force could damage device.¿ based on the information available, investigation has concluded that the most probable cause of this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.